Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient no longer had stimulation and the ipg was nonresponsive. The physician explanted and replaced the ipg. It was reported, the patient was programmed after the procedure and adequate stimulation was achieved.